Manufacturer narrative:
This issue was previously reported under MDR 1628664-2016-00154 under a different suspect device. This report is being filed on an international product list (B)(4) that has a similar product distributed in the u.s., list number (B)(4). (B)(4). A review of the patient history confirmed the patient was a (B)(6). The ticket searches determined that there is no unusual activity for the likely cause lot and the complaint trending report review determined that there is no non statistical or adverse trend for the issue for the product. No patient sample was available for return, therefore clinical specificity testing of (B)(6) control replicates was performed using in-house retained kits stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of the product labeling concluded that the issue is sufficiently addressed. Per product labeling quantitative values obtained using alternative assays (i.e. Meia, eia or ria) may not be equivalent and cannot be used interchangeably. Based on all available information the assay performed as intended and no product deficiency was identified.

Event description:
The account stated a patient generated (B)(6) architect (B)(6) results ( 43.7 miu/ml) on a patient who tested roche e601 method (B)(6) for (B)(6) (2.0 miu/ml). Testing was repeated with the same (B)(6) results either using a new blood sample or the same sample after high speed centrifugation. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).